Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was admitted in the hospital for diabetes ketoacidosis and wanted to test the insulin pump. The insulin pump passed the displacement test and self test. Customer reported that there was crack in the reservoir window and drive support was indented. Customer stated that patient had ultra sound few months ago. Advised customer the insulin pump would be replaced. The customer was advised to call back for hospital information. No further information provided.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error or displacement anomalies were noted and the motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, cracked reservoir tube window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and minor scratched lcd window.